Event description:
Reportedly, following delivery of a device defibrillator energy to a pt, the device displays 'froze'. Device power was cycled and the reported failure was resolved. A backup device of same model was used to successfully delivery energy to the pt. The facility reported were no adverse affects to the pt as a result of the event. This was based upon use of a backup device to continue pt care.